Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty cable. The following information is stated in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable unit. During the device's evaluation, it was discovered that the image had noise and lines; that the image sometimes disappeared automatically; that there was free play on the coupler; that there was leakage from switches and the focus ring; that there were knots in the cable assembly; that minor hit and scratch marks were found on the outer cover and serial number plate; that minor rust was found on the coupler unit; and that screws could not be fixed into the switch stage with proper torque. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during device maintenance, the high-definition autoclavable camera head was noted to temporarily lose the image. There was no procedure or patient involvement.